Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic sphincterotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician was manipulating the handle while the stone was inside the basket, the handle cannula broke. The stone fell out of the basket on its own, and the device was removed from the patient. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic sphincterotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure when the physician was manipulating the handle while the stone was inside the basket, the handle cannula broke. The stone fell out of the basket on its own, and the device was removed from the patient. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination of the device found the basket was extended. Pushback was seen on the side car - rx. The handle cannula was found pulled out of the finger ring portion and was extended towards the distal end of the handle assembly. The set screws were not seated on the center of the dimples during manufacturing but were torque down on the cannula slightly proximal to the dimples as evidenced by adjacent circular score marks. Additionally the cannula presented shallow drag marks toward the proximal end as the cannula was forcibly pulled out from the set screws. The condition of the returned unit was consistent with the complaint incident that the handle cannula failed. Evaluation of the device found the set screws had not been centered in the dimples, but had been placed on the cannula adjacent to the dimples during the manufacturing process. Therefore, the most probable root cause of "manufacturing" is selected for this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.